Event description:
The customer stated that he tested his blood glucose and received a reading of "hi" using his breeze2 meter. He retested using a contour meter and received a reading of 205 mg/dl. The "hi" reading was off the chart, but the difference between reading appears to fall in the "c" zone of the parkes error grid, making the difference clinically significant. While troubleshooting, it was discovered the customer's meter display may have been missing some segments. The customer had not been aware of the possible missing segments, but no adverse events were alleged. The meter is to be returned for evaluation. A replacement meter was sent to the customer.